Event description:
The catheter was placed in a premature baby and taped. It was later noticed that the PICC had broken near the hub. No difficulties were noted during insertion. They were able to remove the catheter without any incident or harm to the patient.

Manufacturer narrative:
The hospital has been contacted and the sample will be returned for evaluation. Upon receipt of the sample and completion of the investigation, a supplemental report will be submitted.